Event description:
The pump was returned for investigation. The pump experienced a linux core crash. Linux crash unable to be replicated. An internal investigation was performed and found the screw boss broken from the front housing to the main pcba.

Manufacturer narrative:
Corrected section d to match gudid.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: pump problem alarms multiple times even after power cycle. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.